Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet while the dexcom app continued to display glucose values; after the user unlocked the ilet, the glucose value reappeared on both devices and blood glucose was unaffected. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention or hospitalization. User support included customer service troubleshooting and user education. Investigation of this case revealed a transient communication interruption between the cgm transmitter signal and the ilet user interface that self-resolved upon device unlock, consistent with a temporary pairing or connectivity issue without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and intermittent communication behavior.